Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent became damaged. The physician attempted to direct stent a taxus express2 8.8% 3.5 mm x 16 mm stent in a severely calcified left anterior descending artery (lad). The physician was unable to cross the lesion with the stent. After the stent was removed from the pt's body, it was noted that the stent struts had a flair on the distal edge. The physician attempted to dilate the lesion using a 15 mm balloon, but was unable to do so. The physician made the decision to send the pt for coronary artery bypass surgery due to the inability to treat the lesion in the cath lab.